Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the device had a calibration error and alarm, even after passing calibration. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed as a calibration error and alarm, even after passing calibration. A review of the device history record showed the device had a manufacture date of 06feb2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported that the device had a calibration error and alarm, even after passing calibration. There was no patient involvement.